Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolizaton procedure targeting a vertebral artery aneurysm, the 2mm x 4cm galaxy g3 mini coil (glm920040 / l15227) was inserted in to the microcatheter (unknown brand) but there was resistance felt. The physician re-sheathed the coil, but the issue was not resolved. A replacement device was used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. The 2mm x 4cm galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the 2mm x 4cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. The hub was inspected and found without any damage. The device positioning unit (dpu) was inspected and was observed in good condition. The marker band was found at 39 cm from the hub, this is within specification. The resheathing tool was in good condition. The introducer was also observed in good condition. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh) coil and the articulation joint were observed under the microscope and were in good condition. The rh coil did not show sign of being heated. The embolic coil was found damage. Functional investigation: a lab sample microcatheter was flushed with a lab sample syringe. The returned 2mm x 4cm galaxy g3 mini coil was introduced into the microcatheter and was advanced inside the microcatheter without any resistance / friction issue. A review of manufacturing documentation associated with this lot (l15227) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the 2mm x 4cm galaxy g3 mini coil when introduced into the microcatheter during the procedure encountered resistance was not confirmed through the functional evaluation performed on the returned device. The device was introduced into the lab sample microcatheter and advanced through it without any issue with resistance / friction. The reported issue could not be duplicated in the product analysis lab. The coil damage was not originally reported in the complaint. The damage condition of the coil may have been caused by force during procedural handling and/or during the handling of the device in preparation for shipping the device back for evalulation. The exact cause of the damage coil condition cannot be determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2mm x 4cm galaxy g3 mini coil left the manufacturing facility with the damages observed on the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolizaton procedure targeting a vertebral artery aneurysm, the 2mm x 4cm galaxy g3 mini coil (glm920040 / l15227) was inserted in to the microcatheter (unknown brand) but there was resistance felt. The physician re-sheathed the coil, but the issue was not resolved. A replacement device was used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. The 2mm x 4cm galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was observed damage. Based on the product analysis on 11/19/2019, this event has been deemed MDR reportable as a ¿malfunction.¿